Manufacturer narrative:
Unit received with unresponsive buttons response due to corroded keypad traces. No button error alarms noted. Unit received with corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a black circle on the screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 172 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.